Event description:
While inserting chest tube, the clamp was used to advance soft plastic tube into pleural cavity. Upon retrieval of clamp it was noticed the jaw of device was missing cone side only. Pt taken emergently to operating room for removal of detached piece.